Event description:
Device #1 malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left and right common femoral arteries after an interventional procedure. Reportedly, during arteriotomy closure on the left common femoral artery, when the needle plunger was removed, a needle tip did not capture a cuff. A needle to cuff miss occurred. A second perclose proglide device was attempted but another cuff miss occurred. A third proglide was used to achieve hemostasis. During arteriotomy closure of the right common femoral artery, a cuff miss occurred using two proglide devices and required a third proglide to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #2 proglide, lot # 68166-6h, referenced in b5 and d11 is being filed under a separate MFR report number. Device #3 proglide, part# 12673-03, lot # 68166-6h, is being filed under a separate MFR report number. Device #4 proglide, lot # 69037-6h, being filed under a separate MFR report number.